Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on and therefore not provide any voice prompts. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. The corrosion on the underside of the on/off button on the membrane pcba had resulted in the on/off button dome making no connection with the contact pads beneath. This had resulted in the failure of the device to power on. Information from the device memory log indicated that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.